Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) (B) (4) alleging that a one touch ultra 2 meter would not power on. The pt tests his blood glucose a minimum of 4 times a day. He typically tests when he gets up in the morning, and before lunch, dinner, and bedtime. The pt manages his diabetes with lantus insulin, fast-acting insulin, metformin, and repaglinide. He adjusts his lantus insulin, fast-acting insulin, and repaglinide based on his meter readings. The pt indicated that the alleged issue started on an unspecified date/time while he was on a cruise (B) (6). Due to the alleged issue, the pt claimed that he was unable to test his blood glucose for 2 days. During that time, the pt stopped taking insulin one time. However, he also took his insulin(s) and pills based on his food intake and activity level. The pt explained that he cannot gauge his medications dosages based on his food intake and activity level that well. According to the customer service representative (csr), he "really relies on the bg result." During the time that he was unable to test, the pt claimed that he suffered 3 low blood glucose events. In one or more of the events, the pt claimed that he developed symptoms of shaking and sweating. The pt mentioned that in one case, he had to take 3 "doses" of orange juice before he started to feel better. The pt claimed that he had replaced the batteries of the meter 2 times during the cruise. The day after he replaced the batteries, the pt claimed that the device displayed a battery indicatory symbol. While speaking to the csr, the meter turned on without any issues. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged issue began.